Event description:
It was reported that during an open gastrectomy, the staples were unformed and the device did not anastomosis as intended. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the sound which would be heard when the washer would be cut had not been heard. When the sales rep checked the device, the washer was uncut. The patient's condition is stable.

Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically?---open. What device was used for the proximal and distal transection? What color reload? ---no information. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) ---no information. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? ---no information. Was the spike of the trocar inserted lateral or through the staple line? ---no information. What confirmation did the surgeon receive that the anvil was firmly attached? ---no information. When the device was fired, where was the indicator within the green zone/gap setting scale? ---no information. Was buttressing material utilized? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? ---there was a possibility that the surgeon had not grasped the handle until unable to fire further. Were any unexpected noises heard? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. Was there any difficulty removing the device from the tissue? ---no information. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) ---no information. Did the operation change significantly as a result of the device issue? ---no. What is the patients age and sex? ---no information. Did a hcp other than the primary surgeon fire the instrument? If so, whom? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information.